Event description:
On (B)(6) 2012, the lay user/patient's spouse contacted lifescan (lfs) alleging the patient was unable to check her blood glucose with her onetouch ultra meter due to it not powering on. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2012 and obtained the following information. The reporter claimed the alleged issue began on (B)(6) 2012, at an unknown time. The patient was reportedly managing her diabetes with oral medications (unknown type/dose) along with diet and exercise, and testing once in the morning and once in the evening. The reporter informed the mss that she did not take any action regarding her usual diabetes management routine in response to the alleged issue. At approximately noon-time on the same day, the alleged issue occurred, the patient had reportedly "passed out." He could not recall if she was symptomatic just prior to passing out. The emergency medical services was called and when they arrived, they checked her blood glucose with an hcp meter (brand unknown) and obtained a value of "34mg/dl." The reporter could not specify the last time the patient was able to test her blood glucose or what the reading was. She was reportedly treated with a glucagon shot and taken to the emergency room. The reporter could not recall if she was further treated or tested at the hospital and reported she was released from the hospital after 3-4 hours. At the time of troubleshooting, the cca noted that the subject meter was being used for the first time. The correct test strips were being used. The alleged issue was resolved through training and education. This complaint is being reported because the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.